Event description:
Re: philips respironics dreamwear, under the nose nasal mask (headgear, cushion, hose) toxic smell I received a new shipment of periodic CPAP supplies from my home medical equipment supplier, performance home medical, about december 14. The packing slip has an order # 1204773, sales ID (B)(6), date ordered (B)(6) 2022, date shipped (B)(6) 2022. Upon use that evening I noticed a very strong toxic odor. Because I was excited to receive a proper fitting small size to replace the medium size I had received free during a fitting at my doctor's office I used it anyway. However, the strong, disturbing odor prevented sleep, so I abandoned it after a few hours. The next day I washed the mask, cushion and hose and tried again that night. The odor was cut in half, but after a bit I quit using it due to fear of harm. No patient should be exposed to off-gassing. The smell was something you might expect in an industrial shop, not a home and certainly not in your medical equipment. The style is new to me as I previously used the philips respironics wisp mask which never gave off this awful smell; nor did my initial philips respironics dreamwear, under the nose nasal mask given to me by my physician's CPAP employee when I was first introduced to this style. The equipment of concern is listed below. I was not able to pinpoint the offending part as they are all used at the same time. I also sniffed the filters but was unable to detect an odor from them. Philips respironics dreamwear, under the nose nasal mask, ref 1116685, lot 0302683940, manufactured 2022-08-24, made in costa rica(?) Manufacturer: respironics inc., 1001 murry ridge lane, murrysville, pa 15668; this package contained all these parts: 1116740 s, dreamwear utn nsl cushion, rp 1116745 dreamwear, sm frame, rp 1116751 dreamwearheadgear with arms, rp 1116754 dreamwear fabric wraps, rp 1116748 dreamwear ee elbow, rp philips respironics micro-flexible heated 12mm tube ref ht12, lot 847483489, made in mexico 2022-03-07 philips respironics reusable filter, lot at02js184390, manufacturer sunset solutions philips respironics disposable ultrafine lot da17772?, manufacturer sunset solutions I have informed my physician's office and my medical equipment supplier, performance home medical. Phm will be replacing these supplies and mailing me a shipping label to return the odoriferous supplies to them. (B)(6) medical (B)(6).